Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent an open right hemi colectomy procedure. The patient's medical history is crohns disease. After the procedure, the patient had a leak in the ileo-colic anastomosis. The staples were well formed but do not compress enough to keep the anastomosis. There was medical or surgical intervention needed to prevent a permanent impairment of a function. In order to resolve the issue and complete the case, the patient had to have a reoperation after the first procedure. The event lead to or extended the patient's hospitalization time. The patient is still hospitalized. The patient outcome is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, there were no issues suspected after the procedure. After blood tests and examinations, a leak in the ileo-colic anastomosis was detected. Another device was used to resolve the issue during the reoperation. The patient's hospital stay was extended for 7 days. The patient has been discharged from the hospital. Relevant medical history: crohn's disease